Manufacturer narrative:
A customer from outside of the united states reported observation of false-positive (reactive) atellica im toxoplasma igg (toxo g) results for one patient which were discordant relative to alternate-method determinations. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reports observation of a false-positive patient result when using atellica im toxoplasma igg (toxo g). A reactive/positive atellica im toxo g result was obtained for a 27-year-old female patient. This result was not reported to the physician. The same sample was re-tested using an alternate method and with western blot, both of which produced negative results for toxoplasma igg. The negative determination was accepted as correct. The customer also performed atellica im toxo g testing on this patient using nabt and hbt tubes, and results for both were positive. There are no allegations of patient harm, changes in treatment, or delay in diagnosis in association with the discordant measurements.

Manufacturer narrative:
MDR was initially filed on 2022-06-02. Additional information, 2022-07-22: siemens has concluded the investigation. A customer from outside the united states observed a reactive (positive) atellica im toxoplasma igg (toxo g) result which was discordant relative to alternate-method testing. Toxoplasma igm testing produced a nonreactive (negative) result. Testing of the affected sample using nabt and hbt tubes produced lower, but still positive, results. Calibration and quality control results were alleged to be acceptable, but no data were provided. Siemens reviewed product-release data for toxo g reagent lot 276. The lot met all release criteria, and performance was comparable to other lots. Customer (field) data were reviewed, and the observed distribution of results was comparable to that of other lots. The calculated specificity observed in lot 276 for this customer is 99.9%. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states that the relative specificity from three studies ranges from 99.3% to 99.8%. The available information indicates that the observed discordance is due to a patient-specific issue. Based on the available information, the product is performing as intended, and a product performance issue has not been identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.